Event description:
Facility alleged left leg on golvo lift will go out but it will not go back in. No injury reported.

Manufacturer narrative:
Staff found that the slipper was missing from the middle beam. He installed a slipper and the legs now function properly. No further issues.